Manufacturer narrative:
The device was received with a critical pump error and unable to download, problem was isolated. We were unable to perform functional test including self -test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The device was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced critical pump error. The customer's blood glucose value was unknown. The customer stated that they tried to upload to carelink and the pump began to siren with critical pump error. The product was returned for analysis.